Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that a cartridge alarm occurred. A cartridge change was performed resolving the issue. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin. Customer continued to use the current cartridge. The customer's blood glucose level was 515-550 mg/dl. The elevated bg was addressed by a correction bolus via the pump.